Manufacturer narrative:
Local staff retrieved the device. When the operation was checked afterwards, the tf10 was reproduced. The log showed that tf10 had occurred 6 times in the past.

Event description:
Hamilton medical ag received the following event description from the partner: "the tf10 occurred when the hospital technician received the intellicuff after use and was inspecting its operation in preparation for its next use.".